Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced an unspecified abdominal infection. The cause of the infection was unknown. It was further reported that " we are concerned that it may be the formula from one of the bags". The patient was hospitalized and treated with unspecified antibiotics. The patient outcome and action taken with pd therapy were not reported. No additional information was available.